Event description:
The account alleged the right siderail is not working causing the rail to not latch.

Manufacturer narrative:
The technician found the c-clip was missing on the gray bar. The technician replaced the c-clip to repair the bed.